Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable as the display was black. Customer¿s blood glucose (bg) was 50 mg/dl; cause was not reported. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the low bg; however, no additional information regarding this event was provided. Reportedly, customer reverted to manual injections for insulin therapy.